Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a flickering screen. The aic was send back for investigation. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console was received for investigation and the root cause for the flickering screen was not determined due to the inability to reproduce. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12878. D9 device returned to manufacturer inadvertently was marked no. E4 should have been left blank . G1 reporting contact fax number missing.